Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient was not shown. The patient did not display due to an error caused by a concurrent update on a non-concurrent collection, which corrupted the collection state and prevented it from being processed correctly. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) found that an error occurred when adt attempted to send a message to pyxis, which caused the patient to remain in a pre-admitted status. The error stated: "an error occurred due to a concurrent update on a non-concurrent collection. This caused the collection's state to become corrupted, and it could no longer be processed correctly." The tss advised the expanse_adt (admission, discharge, and transfer) system to send an admit (a01) message or to re-admit the patient in expanse_adt, so the updated admission status was correctly transmitted to the pyxis system. The system functioned as intended after the technical support specialist troubleshot the device.